Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed premature battery depletion. Technical services (ts) recommended device replacement within 90 days. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed premature battery depletion. Technical services (ts) recommended device replacement within 90 days. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. The pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.